Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported through a remote transmission taken while the patient was in the emergency department that the patient's right atrial (ra) lead was showing undersensing during non-sustained ventricular tachycardia episodes. The transmission also indicated the ra lead pacing threshold was high. Programming already reflected higher atrial pacing output values to address this report. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.